Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they received a replacement device last week and everything seems to be ok except the glue that was used is making them itch. The patient was redirected to their healthcare provider to further address the issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).